Manufacturer narrative:
The ge rep conducted an onsite investigation. The x-ray tube, the high voltage transformer tank, the snubber boards, and the temperature sensor were replaced. The generator and filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system needed to be repaired. No pt injury was reported.